Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filled.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent has been implanted to facilitate drainage of biliary duct full of biliary sludge/stone debris during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not dilated and was not tortuous. According to the complainant, post stent placement, the wallflex biliary stent has migrated proximally. Reportedly, the physician was comfortable leaving the migrated stent in place. On (B)(6) 2018, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed and another wallflex biliary stent was implanted during the procedure. Reportedly, the wallflex biliary stent was "telescoped" through the migrated stent and was placed distally to bridge the papilla. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be okay. Note: according to the complainant, the wallflex biliary rx fully covered rmv stent was placed to facilitate drainage of biliary duct full of biliary sludge/stone debris. However, per the wallflex biliary rx fully covered rmv stent directions for use, the stent is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for treatment of benign biliary strictures.